Manufacturer narrative:
Manufacturing records for pump (B)(4) were reviewed for any production discrepancies or abnormalities. No issues were found. Records indicate that pump (B)(4) passed all functional testing before its release for sale. The subject pump was returned to excelsior for evaluation. The unit was tested in an attempt to duplicate the reported malfunction. No alarms were triggered during these tests. Visual inspection showed that both the back casing of the unit and its syringe clamp were broken. This type of damage is usually indicative of product mishandling, such as a customer or clinician inadvertently dropping the pump. When a pump is subjected to forceful impacts through dropping, there is a chance that damage sustained by the unit will cause various malfunctions, one of which is intermittent alarming. Based on the available information, excelsior believes that pump (B)(4) went into alarm mode and ceased proper functioning as a result of mishandling at some point after the unit's release to market. The subject pump will be fully repaired and tested before returning it to the customer.

Event description:
While attempting to use an esp-60s syringe pump, the patient in question reported that the pump would start and then go straight to alarm mode with both the "attention" and "auto alarm" led's flashing. No death or serious injury resulted from this incident.